Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the maryland bipolar forceps instrument was working normally; however, after approximately 30 minutes of use, the surgeon could not apply energy. The instrument was cleaned, the sterile adapter checked, and the instrument was reseated on the same arm and different arms, however, the issue persisted. The cautery cord was replaced and the energy level was increased to 7; however, the issue persisted. The customer identified the black conductor wire was split out of the jaw of the instrument. A backup instrument of the same type was used and the procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the customer clarified that one side of the black wire found to be loose and stripped out a bit. No thermal damage was found and no collisions with other instruments during the procedure occurred. No image or video clip is available.

Manufacturer narrative:
The maryland bipolar forceps instrument involved with this complaint has not been returned for evaluation. Therefore, failure analysis of the product related to the complaint cannot be performed. A review of the log files confirmed that the maryland bipolar forceps (mbf) instrument associated with this complaint was used in a radical prostatectomy with lymphadenectomy surgical procedure performed on (B)(6) 2022 on system (B)(4). No image or video clip for the reported event was submitted for review. A review of the instrument log for the maryland bipolar forceps instrument (pn# 471172-16 / lot# k10210705-0478) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2022 on system (B)(4) for approximately 50 minutes. The alleged event occurred on the 1st use of the instrument. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the instrument had conductor wire damage and experienced a loss of cautery with no thermal damage. However, the damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the maryland bipolar forceps instrument associated with this complaint and completed investigations. Failure analysis investigations replicated / confirmed the customer reported complaint. The instrument failed the electrical continuity test. There was no obvious damage to the conductor wires at the distal end. The housing was removed from the back end, and no dislodged or damaged conductor wires were found. The instrument was installed onto a test system and passed recognition and engagement. A test energy cable was installed onto the system and was successfully recognized by the instrument and the system. Energy delivery was working intermittently while manipulating the grips. The root cause for the failed continuity test is not determinable.

Event description:
Refer to h10/h11 for follow-up information.